Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead paddle terminal found all internal been broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number:1627487-2023-05099. It was reported the patient's device displayed high impedance. As a result, surgical intervention was undertaken wherein the lead and extension were explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is unknown because the lot and part number were not provided.